Manufacturer narrative:
Pump received with intermittent down button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the down button on the insulin pump was getting unresponsive gradually. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.